Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator; the unit's touchscreen was not working. The customer noticed fluid ingress located on the bottom right of the screen. The customer reported the unit was removed from service. There is no report of patient involvement associated with the event.